Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a leakage problem. No information on how much. Most of the leakage was with use of 5 mm instrument. According to surgeon, it is not an ok amount of leakage. There was way too much gas. They used the trocars through the whole operation. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a, b, d, e) were returned in good visual condition. Upon evaluation of each device, the duckbills was found to be slightly open at the slit. A leak test was performed and the device were noted to leak during insertion and removal of the test probe through the devices. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that the device (c) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device c additional information: batch # expiration date: 06/2016 manufacturing date: 07/2011 (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.